Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Citation: j gastrointest surg (2015) 19:2054¿2061; doi: 10.1007/s11605-015-2894-0. (B)(4)

Event description:
Journal article title: negative-pressure wound therapy in the management of high-grade ventral hernia repairs the study aimed to identify the surgical site occurrences (sso) and surgical site infection (ssi) rates in a large group of grade 3 ventral hernia patients using the use of a modified negative-pressure wound therapy (npwt) system (hybrid-vac or hvac). A four year review from jan2011 to dec2014 was conducted and 117 patients (n=50 male, n=67 female; mean age sd 56.7±11.9 years) with grade 3 hernia underwent open ventral hernia repair and concomitant hvac therapy were included. In the procedure, #1 prolene interrupted sutures were used when midline fascia could not be re-approximated. A prolene mesh onlay was used to cover abdominal wall. 0-prolene sutures were used as anchor sutures and to secure mesh to the abdominal wall. Three to four #19 fluted drains were placed and left in the subcutaneous space. At 90-day follow-up, sso included superficial ssi (n=6), seroma (n=15) and enterocutaneous fistula (n=2). The patient also had wound-related reoperation (n=6). Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.